Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 442 mg/dl, treated with the device. No physical damage noted on the device. Customer uses (B)(4) batteries. Battery compartment, battery cap, or springs were not damaged, missing, nor corroded. Customer was advised to insert a new battery and display returned. Customer was advised to monitor device. Customer stated she was able to lower her blood glucose back to normal. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.